Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00x38mm synergy stent was advanced to treat the lesion. However, the stent was damaged after hitting another balloon in a different vessel. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was not harmed.

Manufacturer narrative:
Device is a combination product. Device evaluated MFR.: synergy ii us mr 4.00 x 38 mm stent delivery system returned for analysis. A visual and microscopic examination of the stent found damage and stretching to the distal end of the stent. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00x38mm synergy stent was advanced to treat the lesion. However, the stent was damaged after hitting another balloon in a different vessel. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was not harmed.